Event description:
Reporter alleged blood glucose measured 106 mg/dl however customer had no symptoms of low glucose. It was reported was acting like he was having a seizure so paramedics were called and customer was given an IV. It was stated the customer's relative thought customer's glucose was high and there was no result provided on the paramedics reading at the time so it is not known whether customer's glucose was high or low. A requet was made for the return of the suspect device and replacement product was sent.